Event description:
It was reported that, "when dr was ready to put the implant in the scrub was not able to load stem on to inserter. The two items would not go together. Dr then used the secondary inserter to drive stem in. After the case dr and my self took the inserter of the field and with the permission of my operations manager, we opened a #10 stem (B)(4) lot# 5xpmtd and worked with trying to make inserter work, this is the second incident with this doctor. We have ordered a new inserter for a case that this dr has on monday (B)(6) 2010."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.